Event description:
The following was reported by the customer: "we had an incident with a frayed probe that is being reported through medsun right now. We also had several complaints from several units that the reprocessed probes are not sticking. I need you to follow up on these issues right away. Info was made available to masimo that a 'burn" occurred when using the sensor in question.

Manufacturer narrative:
Multiple attempts for product return and additional info requests were made. The unit has not been returned to allow an analysis to be performed. A medsun report was not made available to masimo for review. If new info is obtained, a follow up report will be submitted. It has been noted in the sensor directions for use that "the sensor should be free of visible defects, discoloration and damage. If the sensor is discolored or damaged, discontinue use. Never use a damaged sensor or one with exposed electrical circuitry". This issue was not reported in a timely manner by field personnel. A discussion with the reporter was held informing them of the importance of reporting. Formal training in the requirement of timely reporting of customer complaints has been performed with the responsible reporter.